Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged circuit board.

Event description:
Patient reported that the pump was resetting itself without intervention.